Event description:
Healthcare professional reported that a patient was injected 1.0 cc in the upper NLF, RCL, perioral lines with JUVÉDERM® VOLLURE¿ XC, "patient experienced post-delayed nodules after receiving the injection". Later physician reported "Non-inflammatory nodules developed 4 months after the injection. Doxycycline 100 mg QD orally for 14 days, Hylenex, and Prednisone 10 mg orally BID for 14 days was given as treatment. The event is ongoing.

Manufacturer narrative:
Clarification to H6: Type of Investigation Code: The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event. A review of the Device History Record has been initiated. If any new, changed or corrected information is noted, a supplemental MedWatch will be submitted. This is a known potential adverse event addressed in the product labeling. This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.